Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain lower ("lower left quadrant pain") and urinary tract infection ("urinary tract infection"). The patient was treated with surgery (she underwent bilateral salpingectomy). Essure was removed. At the time of the report, the device dislocation, pelvic pain, abdominal pain lower and urinary tract infection outcome was unknown. The reporter considered abdominal pain lower, device dislocation, pelvic pain and urinary tract infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration / expulsion of essure device / dr. Was contacted regarding the missing second coil on (B)(6) 2018/one of the coils was not found') and pelvic inflammatory disease ('pelvic inflammatory disease') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included suprapubic pain, chest pain, heartbeats irregular, premature ventricular contractions, eye injury, syncope, pregnancy, cystitis, bacterial vaginosis, costochondritis and paratubal cyst. Concomitant products included nsaids from 2010 to 2018 and paracetamol (acetaminophen) from 2010 to 2018. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("pelvic pain/pain/pelvic area pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"), 4 years 5 months after insertion of essure. On (B)(6) 2016, the patient experienced urinary tract infection ("urinary tract infection/infection (bladder/ urinary tract/vaginal) type: uti") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower left quadrant pain") and back pain ("lower back area pain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, removal of essure coils (abdomen)). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, pelvic inflammatory disease, abdominal pain lower, vaginal haemorrhage and menorrhagia outcome was unknown, the pelvic pain and back pain was resolving and the urinary tract infection, depression, anxiety and vaginal discharge had not resolved. The reporter considered abdominal pain lower, anxiety, back pain, depression, device expulsion, menorrhagia, pelvic inflammatory disease, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: essure did not worsen a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded.. Ultrasound scan vagina - on an unknown date: mild uterine enlargement with normal endometrial thickness. Endometrial cavity is empty. Correlate with pregnancy status and follow up quantitative data. Ultrasound if indicated.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: back pain, vaginal discharge, urinary tract infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2019: pfs received. New events abnormal bleeding (vaginal, menorrhagia) was added. Updated outcome of event lower back pain from not recovered / not resolved to recovering / resolving. Reporter information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration / expulsion of essure device / dr. Was contacted regarding the missing second coil on (B)(6) 2018/one of the coils was not found') and pelvic inflammatory disease ('pelvic inflammatory disease') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included suprapubic pain, chest pain, heartbeats irregular, premature ventricular contractions, eye injury, syncope, pregnancy, cystitis, bacterial vaginosis, costochondritis and paratubal cyst. Concomitant products included nsaids from 2010 to 2018 and paracetamol (acetaminophen) from 2010 to 2018. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("pelvic pain/pain/pelvic area pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"), 4 years 5 months after insertion of essure. On (B)(6) 2016, the patient experienced urinary tract infection ("urinary tract infection/infection (bladder/ urinary tract/vaginal) type: uti"). In (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower left quadrant pain") and back pain ("lower back area pain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, removal of essure coils (abdomen)). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion and pelvic inflammatory disease outcome was unknown, the pelvic pain, abdominal pain lower, vaginal discharge, back pain, vaginal haemorrhage and menorrhagia had resolved and the urinary tract infection, depression and anxiety had not resolved. The reporter considered abdominal pain lower, anxiety, back pain, depression, device expulsion, menorrhagia, pelvic inflammatory disease, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: essure did not worsen a previously existing injury/condition. Discrepancy noted for essure insertion date: (B)(6) 2010 and (B)(6) 2010 treatment received from pain, bleeding and bladder/ urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded.. Imaging procedure - on (B)(6) 2013: essure confirmation test (unspecified) was performed, however, no result was provided. Ultrasound scan vagina - on an unknown date: mild uterine enlargement with normal endometrial thickness. Endometrial cavity is empty. Correlate with pregnancy status and follow up quantitative data. Ultrasound if indicated. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: back pain, vaginal discharge, urinary tract infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received: outcome of the events ¿pelvic pain¿,¿lower left quadrant pain¿, ¿lower back area pain¿, ¿abnormal bleeding (vaginal)¿, ¿menorrhagia¿ and "vaginal discharge" was updated to recovered/resolved. Reporter information was added. Reporter causality comment was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration / expulsion of essure device / dr. Was contacted regarding the missing second coil on (B)(6) 2018/one of the coils was not found') and pelvic inflammatory disease ('pelvic inflammatory disease') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included suprapubic pain, chest pain, heartbeats irregular, premature ventricular contractions, eye injury, syncope, pregnancy, cystitis, bacterial vaginosis, costochondritis, paratubal cyst, trauma, umbilical hernia and low back pain. Concomitant products included nsaids from 2010 to 2018 and paracetamol (acetaminophen) from 2010 to 2018. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("pelvic pain/pain/pelvic area pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("menorrhagia"). On (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"), 4 years 5 months after insertion of essure. On (B)(6) 2016, the patient experienced urinary tract infection ("urinary tract infection/infection (bladder/ urinary tract/vaginal) type: uti"). In (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower left quadrant pain") and back pain ("lower back area pain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, removal of essure coils (abdomen)). Essure was removed on 9-jul-2018. At the time of the report, the device expulsion and pelvic inflammatory disease outcome was unknown, the pelvic pain, abdominal pain lower, vaginal discharge, back pain, vaginal haemorrhage and heavy menstrual bleeding had resolved and the urinary tract infection, depression and anxiety had not resolved. The reporter considered abdominal pain lower, anxiety, back pain, depression, device expulsion, heavy menstrual bleeding, pelvic inflammatory disease, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: essure did not worsen a previously existing injury/condition. Discrepancy noted for essure insertion date: (B)(6) 2010 and (B)(6) 2010 treatment received from pain, bleeding and bladder/ urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded.. Imaging procedure - on (B)(6) 2013: essure confirmation test (unspecified) was performed, however, no result was provided.. Ultrasound scan vagina - on an unknown date: mild uterine enlargement with normal endometrial thickness. Endometrial cavity is empty. Correlate with pregnancy status and follow up quantitative data. Ultrasound if indicated.. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 30-apr-2021: medical record received: reporter information and medical record were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration / expulsion of essure device / dr. Was contacted regarding the missing second coil on (B)(6) 2018/one of the coils was not found') and pelvic inflammatory disease ('pelvic inflammatory disease') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included suprapubic pain, chest pain, heartbeats irregular, premature ventricular contractions, eye injury, syncope, pregnancy, cystitis, bacterial vaginosis, costochondritis and paratubal cyst. Concomitant products included nsaids from 2010 to 2018 and paracetamol (acetaminophen) from 2010 to 2018. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("pelvic pain/pain/pelvic area pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"), 4 years 5 months after insertion of essure. On (B)(6) 2016, the patient experienced urinary tract infection ("urinary tract infection/infection (bladder/ urinary tract/vaginal) type: uti"). In (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower left quadrant pain") and back pain ("lower back area pain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, removal of essure coils (abdomen). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion and pelvic inflammatory disease outcome was unknown, the pelvic pain, abdominal pain lower, vaginal discharge, back pain, vaginal haemorrhage and menorrhagia had resolved and the urinary tract infection, depression and anxiety had not resolved. The reporter considered abdominal pain lower, anxiety, back pain, depression, device expulsion, menorrhagia, pelvic inflammatory disease, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: essure did not worsen a previously existing injury/condition. Discrepancy noted for essure insertion date: (B)(6) 2010. Treatment received from pain, bleeding and bladder/ urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2010: essure device was successfully occluded. Imaging procedure on (B)(6) 2013: essure confirmation test (unspecified) was performed, however, no result was provided. Ultrasound scan vagina on an unknown date: mild uterine enlargement with normal endometrial thickness. Endometrial cavity is empty. Correlate with pregnancy status and follow up quantitative data. Ultrasound if indicated. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jun-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration / expulsion of essure device / dr. Was contacted regarding the missing second coil on (B)(6) 2018) and pelvic inflammatory disease ('pelvic inflammatory disease') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included suprapubic pain, chest pain, heartbeats irregular, premature ventricular contractions, eye injury, syncope, pregnancy, cystitis, bacterial vaginosis, costochondritis and paratubal cyst. Concomitant products included nsaids from 2010 to 2018 and paracetamol (acetaminophen) from 2010 to 2018. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("pelvic pain/pain/pelvic area pain"). On (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: depression"), 4 years 5 months after insertion of essure. On (B)(6) 201, the patient experienced urinary tract infection ("urinary tract infection/infection (bladder/ urinary tract/vaginal) type: uti") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower left quadrant pain") and back pain ("lower back area pain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, removal of essure coils (abdomen)). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, pelvic inflammatory disease and abdominal pain lower outcome was unknown, the pelvic pain was resolving and the urinary tract infection, depression, anxiety, vaginal discharge and back pain had not resolved. The reporter considered abdominal pain lower, anxiety, back pain, depression, device expulsion, pelvic inflammatory disease, pelvic pain, urinary tract infection and vaginal discharge to be related to essure. The reporter commented: essure did not worsen a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded.. Ultrasound scan vagina - on an unknown date: mild uterine enlargement with normal endometrial thickness. Endometrial cavity is empty. Correlate with pregnancy status and follow up quantitative data. Ultrasound if indicated. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: back pain, vaginal discharge, urinary tract infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2019: pfs and mr received : events per pfs: psychological or psychiatric problems condition: depression and mental anguish, pain, vaginal discharge, lower back pain, pelvic inflammatory disease were added. Event of migration was updated to 'migration / expulsion of essure device / dr. Was contacted regarding the missing second coil on (B)(6) 2018. Laboratory data was added, medical history was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain lower ("lower left quadrant pain") and urinary tract infection ("urinary tract infection"). The patient was treated with surgery (she underwent bilateral salpingectomy). Essure was removed. At the time of the report, the device dislocation, pelvic pain, abdominal pain lower and urinary tract infection outcome was unknown. The reporter considered abdominal pain lower, device dislocation, pelvic pain and urinary tract infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-feb-2019: quality safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.